Event description:
It was reported that ongoing occlusion alarms occurred. The customer's blood glucose level ranged from 162-163 mg/dl. Tandem technical support offered to perform a system check on the pump and the customer declined. The customer changed the infusion set and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.